Manufacturer narrative:
Visual examination found an external insulation abrasion breaching the right ventricular cables lumen proximal to suture sleeve tie impression with one abraded cable coating. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.